Event description:
It was reported that the liner and head were revised for dislocation.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been similar events for the reported lot. The event could not be confirmed nor root cause be determined due to the limited information provided. Further information such as patient medical records and the reported device would be necessary to further evaluate the event.

Event description:
It was reported that the liner and head were revised for dislocation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded at the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.